Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the broken and damaged cord was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device stopped by itself and displayed and e6 error code. It was further determined that the flex circuit and cable were damaged. It was further determined that the device failed pretest for cable assessment. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the cord of the motor device was broken and damaged "chord broken". During service and evaluation, it was observed that the device displayed an e6 error code (handpiece overheat warning, impending handpiece shutdown). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.